Event description:
It was reported that the basket of a ncircle delta wire tipless stone extractor would not open and close as intended. This was noted prior to patient contact. The procedure was completed using a new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Per the initial reporter, unsure if device will be returned. (B)(6). Occupation = non-healthcare professional - unknown. PMA/510(k) number = exempt. Device evaluated by mfg = unknown if device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: it was reported that the basket of a ncircle delta wire tipless stone extractor would not open and close as intended. This was noted prior to patient contact. The procedure was completed using a new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The device was returned in opened original packaging. The basket was in the open position. Both knobs were tight and the spacer was present. Unable to actuate the device. Manual actuation is possible, however, once the beginning of the basket enters the sheath it becomes difficult to continue to close the basket. A zoomed-in image of this location shows a build up of foreign matter of unknown origin. There was more foreign matter detected along the basket wire. Foreign matter calls into question whether this device was used on a patient. The complaint of the basket not opening and closing properly is confirmed since the basket was only able to be actuated manually and even then with difficulty. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed. Visual examination found a large amount of foreign matter on components of the device. The foreign matter was preventing the basket assembly from moving freely within the sheath. The nature of the foreign matter appears to be biological, indicating the device may have been used. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.